Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified delivery system. A viscoelastic was indicated that would be qualified with a quailed cartridge combination. The product investigation could not identify a root cause. The product was not returned for evaluation. The delivery system indicated is not qualified. The file indicates the haptic issue caused the lens to dislocate which caused the blurry vision. The lens was replaced with the same lens model and diopter. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, at the time of implantation, the haptic did not spring out. The surgeon had to manipulate the haptic out during the same procedure. The procedure was completed on the same day, and the patient was transferred to the recovery room in good condition. Following the implant procedure, the patient experienced blurry vision. The iol was exchanged for the same model and same diopter toric lens from the same company 7 days after the initial implant procedure. The clinical reason for explant was reported as "iol had dislocated from initial implantation." Additional information has been requested and received stated that the surgeon's prognosis was excellent and the patient was very happy. The patient's issue was resolved with no harm.